Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data and alarm history revealed call service alarms recorded. On investigation, the pump gave a call service alarm when powered on. The pump was opened for investigation and analysis revealed failure of a component on the printed circuit board. Complete pump analysis was not able to be completed due to the call service alarm on start up.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump gave call service alarms three or more times with a 30-day period. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.